Event description:
Information was received from a consumer regarding a patient who was receiving sufentanil and clonidine via a pump implanted for non -malignant pain and chronic low back pain. On (B)(6) 2016, it was reported that 3-4 months ago the patient went through withdrawal. "They" miscalculated and gave the patient a date beyond when the refill should have been.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.